Manufacturer narrative:
The customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the locking mechanism of the output connector and slide switch did not work during inspection. We, therefore, surmised that b30 was displayed, and front panel constantly blinked because abnormality occurred in the communication with the scope. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source had an error code b30 (scope communication error). The issue occurred during preparation for use. There were no reports of patient harm.